Event description:
Customer reported receiving no delivery alarms from the insulin pump, and that the device vibrated. Customer reported seeing multiple air bubbles in the reservoir, and two in the tubing. Customer stated the air bubbles were present in the reservoir without rewinding the insulin pump with the reservoir in place. Customer reported air bubbles persisting after an infusion set change. The customer hung up the phone and did not complete troubleshooting with the helpline. The customer's reported blood glucose value was 196 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.